Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Failure (event) observed during analysis. External insulation abrasion was noted at 36.2-36.7cm from the helix, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion noted at 7.5-12.1cm from helix. Internal insulation abrasions were found at 15.1-16.2cm, 29.0-29.2cm, 32.2- 32.4cm and 39.0-39.3cm from helix. Internal insulation abrasion under svc shock coil was noted at 27.6-28.2cm from helix. The etfe coating intact at all abrasion locations.

Event description:
This report is to advise of an event observed during analysis.